Event description:
The complainant reported that the clinicians were performing a "right ureteroscopy laser lithotripsy and stone extraction" on a male patient, using graspit urological grasping forceps. According to the complainant, during the procedure, graspit forceps tip detached and fell into the patient's right ureter. This occurred as they were trying to pull the stone down the ureter. The tip of the forceps was retrieved with a ureteral grasper. The clinicians were able to successfully completed the patient procedure using a second graspit urological grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not yet been received for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event at this time. If there is any further relevant information from that review, a supplemental medwatch will be filed.